Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump's inclusion in a field correction and arranged for a replacement to be sent, as the customer had not received prior notice. Instructions were provided for placing the pump into storage mode and the necessary steps to follow upon receiving the replacement. The customer's email was updated to ensure future communications, and the confirmed shipping address did not require a delivery signature.